Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by the front left and right bottom corners. No visible contamination. Error history log review found motor not running error. The root cause of the reported issue was found to be the sensor was not aligned with the worn coupling gear-facets. Actions were taken to mitigate the reported issue: re-assembled and realigned main board. Powered up and performed occlusion. Device passed all the functional test.

Event description:
It was reported that the pump had a motor not running error. No patient injury was reported.